Event description:
It was reported that the patient presented with an initial battery voltage of 2.21 v and a magnet rate of 68 pulses per minute (ppm). Rebooting and interrogaing revealed the same results. The programmer display indicated that the pulse generator had an elective replacement indicator (eri) trip in 2008, so a changeout was scheduled. Pre-op measured data was 2.51 v and final measured data was 2.41 v. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.